Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned that the controller keeps shutting off by itself. Patient mentioned that they have been working with the medtronic representative, in person and via phone and they told her that they need a new controller and a new battery pack. Agent asked patient if the controller is working when they are charging the implant and patient said that it is, however it would turn off in the middle of charging session. Patient also mentioned that they are in a lot of pain because the controller has been shutting off all the time. Patient mentioned that the week before, the controller just shut off without touching it. Agent clarified that the controller is not just timing out. Patient mentioned that they have to reset the controller to turn it back on. Patient also mentioned that they have been having this issue for the last 2-3months and confirmed that it is not merely timing out. Patient mentioned that they don't have the recharger with them and wont be able to start a recharging session. Patient to monitor the issue once they receive the controller and call us back if the issue persists. The issue was not resolved. A replacement controller was sent out. Additional information was received from patient. Caller called back stated that they were able to receive the replacement controller. Caller mentioned that they do not know how to make it work. Caller also added keeps getting checking recharger. Agent asked the caller to remove the battery. Caller re-inserted the battery and confirmed seeing software problem 1. Intellis 2. 3.6 3.245 4.interface smt. Agent asked the caller to remove the battery again and plugged the controller into the ac power supply. Caller confirmed seeing setup for: implant. Caller re-inserted the battery. Agent asked the caller to wipe the recharger pins and blow air into the controller. Caller plugged the recharger into the controller. Agent walked the caller to finish setting up the controller. Caller confirmed seeing paired - finished and seeing 100% on the controller and 40% on the implant with excellent recharging. Agent reviewed to caller the controller is now working as intended and advised to call us back if they need further assistance. Additional information was received from patient. Patient called back repeating information from previous call and still unable to charge. Patient mentioned that the controller keeps saying checking recharger and that it cannot find their implant; patient added the implant is out of charge since last night because they couldn't finish charging it. Patient noted they did a controller reset and cleaned the equipment and nothing helped; patient added they are in a lot of pain. Agent walked patient through a charge session; patient saw battery empty cannot provide stimulation recharge implanted neurostimulator message. Agent had patient inspect the recharger for any damage; patient confirmed no damage. Agent had patient blow in controller port and try to charge again and patient was recharging excellent; shortly after patient got recharging needs attention but was still recharging excellent. Additional information was received from patient. Pt called back stating she will charge the ins to 100% and about 2-3 hours she will have pain and when she uses the controller the ins is showing stim off even though the ins has battery %. Caller states this is the same problem that the controller was replaced for. Agent reviewed and redirected to dr. Additional information was received from patient. Patient called back regarding the same issue of the stimulation suddenly turning off. Agent walked patient through checking if they had cycling programmed but patient did not see the cycling icon. Patient was redirected to their hcp to further address the issue. Patient stated they had a doctor's appointment this coming monday. Patient got disconnected. Additional information was received from patient. Patient called back stating last time they called in they were told to speak with their doctor, and now the patient was present with their doctor on the call, and doctor requested agent send all notes to them regarding the issue via email. Agent consulted with tech agent as to what next steps to take. Upon further review, agent will not send any information or notes to hcp directly. Patient then disconnected call.